Manufacturer narrative:
Additional information: h2 & h10. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not proceed with surgery. They have been admitted for long term psychiatric care. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient is scheduled for surgery.

Manufacturer narrative:
Correction - section d6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.